Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection noted a greenish yellow tint. Therefore, the reported condition was verified. Chemical testing (polarimetry) was performed, and the device was determined to be within color specifications. Though the discoloration was verified, the product met all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the hemosol solution had a greenish tone to it. This was noted before use. There was no patient involved. No additional information is available.